Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the battery flex and main printed circuit board (pcb) were contaminated and the upper and lower cases were broken. It was also noted that the heart lead flex, liquid crystal display (lcd), battery contacts, heart wire contacts, two board cable connectors, two pcb screws, lead flex cover, heart block and battery release were contaminated, the ring cover was broken, two side bail covers were missing, the ring and two side bails were missing and the battery drawer was broken.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the epg (external pulse generator) won't turn on, and it has a broken case. No patient involvement or complications were reported as a result of this event.